Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The device lasted less than 80% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was close to recommended replacement time (rrt) and did not meet expected longevity based on the device history. The device was explanted and replaced. No patient complications have been reported as a result of this event.